Event description:
It is reported that the patient was implanted a biolox delta cer head 36 12/14 on an unknown date. It is now reported that the patient is experiencing unknown discomforts. No further details are known at that stage.

Manufacturer narrative:
Additional information received on 08/04/2015. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted device(s) were received; therefore the condition of the component(s) was unknown. Patient factors that might affect the performance of the components such as bone quality, activity level, type of activity (low impact vs high impact), and relevant medical history were unknown. Adherence to rehabilitation protocol was unknown. In conclusion, due to significant lack of information, it was impossible to perform a meaningful analysis of the reported event. However, the possible causes are covered in the dfmea of the reported device. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained for the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).